Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has confirmed that there was a broken pulse wire on the dn pca board. The root cause for broken wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged.